Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information that review, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon catheter was used during a ureteroscopy procedure performed in 2009. According to the complainant, during the procedure the balloon would not inflate past 3 psi. The physician tried deflating but it had to be cut to get it out of the scope. The physician completed the procedure with another uromax ultra balloon catheter with no patient complications and the patient is fine.